Event description:
Additional information received reported the patient had spastic quadriparesis as a result of cérébrale palsy and had significant problems with anxiety and depression. The contrast catheter study was performed to exclude breakage or kinking resulting in under-delivery of baclofen. Clinically, the symptoms were thought to be more related to the patient¿s anxiety, but it was important to exclude mechanical causes to improve the patient¿s acceptance of management of her anxiety. The catheter study was ¿predictably negative.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# 0202982907, implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information received reported the hcp believed the patient symptoms were related to patient's anxiety and not a fault with the pump. Dye study were confirmed as normal.

Event description:
It was reported the patient had intermittent episodes of overdosing with withdrawal/underdose symptoms. It was noted, there was a catheter issue; "possible subdural catheter if not fault with pump". Planned actions included a (B)(6) study and "possible re-operation for replacement". The outcome of the event was unknown. The pump was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.